Event description:
In 2009, during an oral procedure, the long drill heated up while drilling through the drill guide, resulting in a burn to the pt. The procedure was completed drilling through the drill guide without using the cannula. The pt was treated with silver nitrate cream and maderma patches with satisfactory evolution.

Manufacturer narrative:
Dimensional eval of the returned drill and drill guide showed they met specification, including concentricity and parallelism. Mechanical testing at high speed did not replicate the overheating. Eval of the power unit being used at the time showed it also met specification and was in good condition. The drill and drill guide showed discoloration consistent with high heat. Sample testing was conducted using an axial load and irrigation as instructed. No excess heat was generated. Sample testing using a side load, so that the drill contacted the drill guide, without irrigation, resulting in overheating. The IFU recommends against applying side loads, and stresses the need for irrigation to prevent possible thermal necrosis.